Event description:
The customer reported the device displayed an error message and a red x. No patient harm occurred.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.